Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous lesion in the da proximal third exhibiting 99% stenosis. The lesion was not pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. It was reported that the stent passed through a previously deployed stent. No resistance was encountered of excessive force required. It was reported that the balloon of the device ruptured on the first inflation at 10 atms. There was a sudden drop in pressure. The device was not moved or repositioned in the lesion prior to the burst. No patient injury reported. The procedure was completed with mdt balloons. No patient injury or other sequelae reported for this event. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.